Event description:
A medtronic representative reported that she logged into synergy cranial, went to the select patient screen, chose sort by date and then the software unexpectedly exited. She hit ctrl+alt+backspace and was able to relaunch the application without issue. The system was left on the launch menu overnight. There was no patient present.

Manufacturer narrative:
No patient was present. No parts or files have been received by the manufacturer for evaluation. During troubleshooting with technical services it was suggested that the medtronic representative train the site to power down the system overnight. A medtronic representative reported that there were no further issues. No parts/files returned.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. The user facility has been trained to power down the system when not in use to avoid this issue.